Event description:
A leak was found from the twist clamp of transfer set. The product was in use for 30 days. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. The lab was unable to duplicate the complaint under lab conditions with the returned sample and therefore, the problem or any root cause of it as described in the complaint cannot be determined. The returned sample did not show any leakage. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.